Manufacturer narrative:
(B)(4). Date sent: 8/30/2017 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify the statement you made regarding "at the time of stapling (first two attempts) the closing marking yielded" if the adjusting knob moved and did not maintain the gap it had been set to. If yes, was the device able to be fired? If not, please confirm if only the third attempt successfully fired staples and a cut line. Was there any patient consequence as a result of the event? If yes, please provide further detail of the consequence.

Event description:
It was reported that during a retosigmoidectomy, when using the device, a fault occurred. At the time of stapling (first two attempts) the closing marking yielded, with spacing between the warhead and the staple line. On the 3rd attempt, there was success. The doctor finished the procedure with the same device.

Manufacturer narrative:
(B)(4). Batch # n57c5h. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.